Event description:
Caller reported symptoms of hypoglycemia with a compact plus blood glucose value of 32 mg/dl. He treated himself with orange juice. Same system retest results were 177 mg/dl and 65 mg/dl. All results within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.